Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors ruptured during preparation. The device was filled with 5fu (5g/100ml) with nacl 0.9% (98ml). The total volume was 98ml. There was no patient involvement. No additional information is available.